Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Appears to be power on reset (por)/electrical reset because of missing data, including device clock and implant timestamp; however there is no record of por in "total por count." Cardiac compass data remains. Battery status ok. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) experienced a power on reset (por). The reset was cleared, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.